Manufacturer narrative:
This MDR is a result of an investigation finding: our quality engineer inspected the photographs and sample submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Insyte autoguard unit. Visual inspection discovered that the needle was piercing through the catheter tubing and the catheter adapter was not fully seated on the grip. The unit did not have media and no packaging was provided. Catheter damage has been confirmed. Further understanding of the root cause could not be determined from the device provided. Needle through catheter events can occur as a result of manufacturing or use of the product. Manufacturing generated occurrences of this non-conformance are mitigated by a combination of automated visual inspection systems and complete product inspections by trained quality professionals. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard yel needle pierced the catheter. The following information was provided by the initial reporter: the catheter #24 is defective, it is flowered and cannot be used. New cannulation required. Additional information received on 18 apr 2024: - has there been any harm to patients/health professionals? No, the device was not used. As soon as I opened it I could not turn it and when I saw the tip it was broken. 10jul inspection of device finds evidence of needle through catheter.